Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) had a recognition issue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) with an alleged issue to perform failure analysis. The vse instrument exhibited unintuitive motion in the pitch direction(s). The grip tips moved within the joint limits and in the opposite direction. The vse instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots (ears) at the distal end. Other components adjacent to the dislodged main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.